Manufacturer narrative:
The reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported rupture of an unknown side. Device status is unknown.

Event description:
Physician reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified broken shell and underweight. Visual and microscopic analysis was performed, which identified sharp broken on the posterior side, missing shell (0-25%), and striated broken shell on the posterior side. A dimension measurement in the shell was performed, which identified the thickness within specification. Based on the device analysis the final assessment was: a sharp pattern on the posterior side of the broken device, assessed as an unidentified (tear) opening. A striated pattern on the broken device, consistent with the use of a some surgical tool, assessed as surgical damage. Missing shell assessed as inconclusive.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Additional, corrected, and/or changed data: a.2., b.3., b.5., b.6., d.1., d.2., d.4., d.6., d.7., h.4., h.6.

Event description:
Additionally, healthcare professional reported and confirmed left side rupture. Device has been explanted.